Event description:
The reporter contacted animas on (B)(6) 2012 alleging the time and year on the pump keeps resetting. The reporter stated the time was set to am instead of pm and the year was set to 2011 instead of 2012. The time and date issue was reportedly discovered when the patient's blood glucose (bg) elevated to 400 mg/dl with ketones, frequent urination and thirst. The reporter stated the patient's elevated bg was corrected with manual injections and intervention from medical personnel was not required. The reporter stated the only time the time and date have been adjusted was when it was noted to have reset itself to the incorrect time and year. The reporter denied trauma or moisture to the pump. The patient discontinued insulin pump therapy and went on a backup plan at the time of the call to animas. This complaint is being reported because the patient had elevated bg with symptoms suggestive of hyperglycemia while on insulin pump therapy using a pump with an alleged time/date issue that remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Unrelated to the complaint, the lettering is worn on keypad, which has no effect on insulin delivery.